Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician confirmed the reported issue. Since this system is not covered by any maintenance contract, a quotation for diagnosis has been sent to customer and until now response is outstanding. After numerous attempts to obtain information on the repair of this device this complaint is being closed. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported unit will not turn off. The device locks up. The device was not in use at the time of the reported event; therefore, there was no patient involvement.